Manufacturer narrative:
Pt dislocated from another manufacturer's reverse shoulder before being revised to exactech's reverse shoulder and dislocating again. Specific device info was requested, but not provided. Device was not returned for evaluation.

Event description:
A total shoulder arthroplasty was revised due to dislocation.